Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the room side hinge broke and disconnected from the seat.